Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material came out of the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Foreign material possibly remained in the nozzle since the reprocessing deviated from the instruction manual. However, it was confirmed that there was no deformation on the section of the device with the foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope experienced an air water supply defect. The issue was found during preparation for an unspecified diagnostic procedure. The intended procedure was completed with no reported delay or patient harm or injury. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to foreign material in the air water nozzle due to insufficient cleaning. The device evaluation found the additional findings: due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, the adhesive on the bending section cover had a white-clouded area, due to clogging of nozzle, water removal ability does not meet the standard value, the switch 1 had wear and a cut, the switch 4 had wear, the paint on air/water cylinder was peeled, the paint on suction cylinder was peeled, the forceps channel port was shaved, the indication of the suction connector was peeled, the adhesive around the light guide lens was peeled, the plastic distal end cover had a scratch, the connecting tube had a scratch, and the connecting tube had coating peeling. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: the facility did not flush the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.